Event description:
The sjm reported a shock due to ventricular lead noise. The lead was capped.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., crmd.